Manufacturer narrative:
The insulin pump was received with all buttons responding properly. Keypad unresponsive/button error alarm not found during testing. The insulin pump passed the self test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 241 mg/dl. The customer reported that they had intermittent not responding button pushing. Customer stated that the down arrow allows them to navigate screens. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.